Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced ongoing urinary retention. The device was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced ongoing urinary retention for which he was catheterized. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically inspected, and leak tested. Visual inspection found a cuff pinhole at a fold consistent with wear. Fluid loss was identified; however, it did not contribute to the reported urinary retention. Further inspection did not identify other damages or irregularities. The pump was visually, and microscopically inspected, and underwent leak and functional tested. No visual damages or abnormalities were found. The pump passed leak and functional testing. Based on the information available and analysis results, the cuff pinhole and fluid loss identified did not likely cause or contribute to the reported patient symptom which is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.